Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system received an inappropriate shock. Data was forwarded to technical services (ts) for review and resolution guidance. Ts confirmed the shock was inappropriate and recommended x-ray imaging, as this was a recent implanted. X-ray's illustrated electrode tip movement comparatively, since implant. Furthermore, it was noted a two incision technique had been used at implant which was likely contributing to poor tip management. Defibrillation testing had been reported as successful with normal impedance values and the system reprogrammed to primary. Ts stated an electrode revision would likely be required for resolution. Further engineering data and x-ray imaging evaluation, concluded that the likely root cause was associated with the terminal pin connection, fluid ingress and pressure stabilization or damaged/punctured seal plug damage. The hospital reported being able to view the terminal pin on x-ray, through the connector block and stated they were assuming fluid intake, at this time. To date, no intervention has been completed; both device and electrode remain implanted and in service with no further complications.